Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an operating room (or) staff member contacted technical support to report that the surgeon was unable to take control of instruments using the right master tool manipulator (mtmr) when the instrument was closed, after receiving them from the other surgeon side console (ssc). The system displayed a "match grips" message, but the surgeon could not take control until the second ssc released the tissue. No issues were reported when transferring control to the second ssc. The procedure was completed as planned with no report of patient injury. At this time, it is unknown whether the procedure proceeded using the original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to address the reported master tool manipulator (mtm) issues and confirmed related errors on the surgeon side console (ssc)1, right mtm upon reviewing the system logs. The fse recalibrated right mtm grip on ssc1 with no further issues found. The root cause is attributed to a joint position miscalibration in the right mtm causing the system to be unable to control the tip position properly. This issue can be resolved by performing a calibration service in the mtm.